Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor readings going in an out occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of sensor readings going in an out is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.